Event description:
It was reported that the device reached unexpected longevity due to possibly early battery depletion. It was also reported that the right ventricular (rv) lead had a possible superior vena cava (svc) fracture due to high impedance. The device was removed and replaced with a new device and the svc coil on the rv lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 80% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Manufacturer narrative:
Product event summary (B)(4): performance data collected from the device was received and analyzed. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time.) Concomitant products: 6947 implantable pacing lead (B)(6) 2008. (B)(4).